Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was intermittently shutting down even after being rebooted, then the station was not powered on. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had power supply unit failure. The field service engineer diagnosed a failed power supply unit, informed the customer that a replacement part would be ordered, replaced the power module upon arrival, verified functionality through the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.